Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. Prior to sensor insertion the area was cleaned with soap and water. On the same day the sensor was inserted, the patient developed redness, inflammation, blisters, and dry skin under the sensor patch. The patient had itching and burning sensation in the area. A healthcare personnel (hcp) was consulted and an unspecified oral antibiotic was prescribed. At the time of the report the patient was in good condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).